Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable to provide further information when attempted by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015 at 09:30am. The patient manages her diabetes with an insulin pump and reduced her food/drink intake on december 2 at 09:30am in response to the alleged issue. The patient reported that ¿8 and a half hours¿ after the alleged issue occurred her ¿blood sugar got high¿, but did not specify any symptoms. The patient claimed that at 06:00pm on (B)(6) 2015 she self-treated with insulin and at 06:35pm she tested her blood sugar on another device and obtained a result of ¿413mg/dl¿.